Event description:
It was reported to philips that the system displayed the message image disk space was too low. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted. A philips field service engineer (fse) visited the site and checked the log file and found an image disk error. The fse ran a test and showed that the image disk was defective. The fse solved the issue by replacing the image disks and performed the re-create image store procedure. After these service actions, the system was returned to use in good working order. The codes were updated based on the investigation outcome.